Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc and hard drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system did not startup at 00:00. Upon functional testing, the fse determined that the failure was due to defective power supply of the flexvision pc. The part analysis of the flexvision pc was performed, and it also determined the power supply failure of the flexvision pc. To resolve the issue, the fse replaced the flexvision pc and hard disk and then installed the software. After replacement of the flexvision pc and hard disk and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.